Event description:
It has been reported to philips that during a coronary angiography, the system would not expose when the foot switch was pressed. The procedure was aborted with the patient having one unfinished blood vessel. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The coronary angiography procedure was completed on the same system. A philips field service engineer (fse) visited the site and reviewed the logfile. The fse found a programming error, which indicated a communication failure of the telnet switch. The fse checked the m cabinet and found the flat detector control (fdc) and the telnet switch had no power. The direct current power supply (dcps) input was 230v however, there was no output. The fse replaced the dcps, and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Patient outcome code was corrected.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The coronary angiography procedure was completed on the same system. A philips field service engineer (fse) visited the site and reviewed the logfile. The fse found a programming error, which indicated a communication failure of the telnet switch. The fse checked the m cabinet and found the flat detector control (fdc) and the telnet switch had no power. The direct current power supply (dcps) input was 230v however, there was no output. The fse replaced the dcps, and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Patient outcome code was corrected. The product UDI and the reporting address city have been updated.